Event description:
On september 15, 2006 the lay user/patient contacted lifescan alleging that his one touch basic enhanced meter was prompting the "clean test area" message. The senior medical affairs specialists mailed a letter, since the patient could not be reached by telephone. The patient described experiencing severe sweating and loss of breath during the morning. He had been unable to test and attributed his symptoms due to not being able to test. He administered self-care by drinking a "gatorade." The customer care advocate (cca) confirmed that the had been cleaning the meter according to the owner's manual and using the correct testing technique. The cca discovered that the battery had not been replaced per the owner's manual instructions. The cca was unable to walk the patient through troubleshooting, since the patient did not have test strips and control solution. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient had been unable to test for an unspecified amount of time; he later had symptoms that may correlate with being hypoglycemic for which he drank gatorade as self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.